Event description:
Additional information was received which reported, the valve was resheathed and a second deployment was attempted, but the patient experienced cardiac tamponade and arrest. Then the authors wrote, ¿we promptly performed pericardiocentesis, and surgically replaced the aortic valve and ascending aorta. Visual inspection revealed a transverse laceration of the aortic intima-media, 25 mm above the annulus, part of which had perforated externally.¿ it was stated that the lower edge of the valve frame may have cut the aorta during resheathing, and aortic vulnerability in a patient with a bicuspid valve may have also contributed to the aortic laceration/dissection. No additional adverse patient effects were noted.

Manufacturer narrative:
This event is a duplicate to a previously submitted literature report: 2025587-2023-02150. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with bicuspid valve of r-l fusion type 1, the mean pressure gradient measured 54.8mmhg, the outer peripheral length of the annulus was large with an applicable range of 90mm and a 34mm size valve was determined. It was noted there were no problems with the diameter or height of the coronary artery in the valsalva sinus. Due to the access vessel was also thick, an 18fr non-medtronic sheath was replaced. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon due to the opening of the bicuspid valve was about 20-22mm in short diameter. Following the bav, blood pressure dropped temporarily. Echocardiogram was performed, acute aortic regurgitation (ar) was suspected. During the first deployment attempt, the valve was placed using the cusp overlap technique. Upon deployment, the non-coronary cusp (ncc) was in a negative position and the valve was recaptured. It was noted the blood pressure was recovered at the first 2/3 expansion position; however, the blood pressure increased to about 180mmhg due to the influence of vasopressor. During the second deployment attempt, the ncc was at almost zero position. It was confirmed that the valve was firmly engaged in the bicuspid calcification. At this point, the blood pressure was low at around 50mmhg. Upon echocardiogram, it was confirmed that pericardial effusion was accumulated. While performing pericardial drainage, the rupture region was identified. Initially, left ventricular (lv) perforation with lv wires was suspected but no problems were observed via lv imaging. Subsequently, dissection or rupture was not observed through contrast imaging of the annulus or the valsalva sinus. At the point of no recapture, the valve was released. The pressure gradient measured 4mmhg with mild ar. Following the valve placement, pericardial drainage was performed, the blood pressure was increased to an unspecified level during transfusion; shock was recovered. The procedure was converted to thoracotomy due to the cause could not be identified. When thoracotomy was performed, there was bleeding from the ascending aorta which had a weak tissue confirmed via the dissection cavity. However, the source of dissection could not be identified. Ascending aortic replacement surgery was performed. The valve was explanted. The valve was replaced with a surgical avalus valve. It was reported that dissection started 2cm above the right coronary cusp annulus. The intraoperative echocardiogram findings confirmed that dissection occurred after the pre-implant bav. It was concluded that the cause of this event was the calcified bicuspid valve leaflet that penetrated the ascending aorta with a pre-implant 22mm non-medtronic balloon. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the thoracotomy, the annulus and the ascending aorta were inspected visually, a dissection next to sinotubular junction was observed. It was noted the rupture was unlikely due to a non-medtronic balloon. In addition, via intraoperative fluoroscopy image, it was determined that the valve dislodged from the annulus prior to the point of no recapture was reached. At this time, damaged at the lower end of the 34mm valve frame was noted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the mild aortic regurgitation that was noted after the valve was released was paravalvular leak (pvl).